Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation, and matches the alleged failure. The device inspection revealed the following : the visual inspection of the received scaled drill revealed it to be broken at the starting of the cutting edge. The breakage surface indicates a brittle fracture. The nature of the breakage of the drill indicates towards application of bending overload during drilling and / or interaction with hard/metal object which is evident by slight deformation of the edges along the fracture surface. Dimensional inspection indicates that the drill is within the tolerance limits. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The operative technique states that ¿always use the designated drill sleeve/plate screw inserter to assure accurate placement of the screw and to protect the adjacent soft tissues against the generation of heat and build-up of debris. The drill sleeves are also designed to prevent damage to the drill bit and to avoid the drill bits being seized or blocked in the sleeve.¿ based on investigation, the root cause was attributed to a user related issue. The failure was caused due to a bending overload during the surgery and possible metallic contact during use. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during surgery, the drill bit broke and remained to the patient body."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during surgery, the drill bit broke and remained to the patient body."